Manufacturer narrative:
(B) (4). (B) (4). Firing mechanism. Evaluation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device attempted to fire on thicker tissue than indicated or attempted to fire through locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be released when taking the thin bladder pedicle. It was unknown how the procedure was completed. There were no adverse consequences to the patient.